Event description:
It was reported the system would not expose or was intermittently not exposing. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.